Event description:
A us distributor reported that an electrode belt was experiencing alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (alarms) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a damaged "ECG" d. The root cause for the damaged ECG "d" was excessive force. No adverse event resulted from the damaged belt.